Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the system had difficulty tracking the stylet. Specifically, it would flicker in and out. Staff reportedly moved the side emitter slightly further away from the patient's face, opened a new stylet, and switched ports on the breakout box, and were ultimately able to move forward with the case. It was noted that the probable cause of the issue was user/workflow error, as well as that there was possibly an issue with breakout box. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.